Manufacturer narrative:
H3: analysis of the [desktop charger], model [37761], s/n [(B)(6)], revealed : cable assembly failure. Cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they just got a new recharger (insr) sent to them and when they went to charge it, the implantable neurostimulator (ins) was not recharging. Patient noted when they called last time they felt like pieces feel out of the dtc connecter pin. During call pt verified the green light turned on the dtc cord when plugged into the wall, pt verified no damage to the dtc. Pt plugged the dtc into the recharger (insr) and the recharger (insr) was not recharging. Agent closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: product ID: 37761, serial/lot #: (B)(6); requested to return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.